Event description:
It was reported that a patient presented remotely via merlin.net, the pacemaker exhibited loss of capture. No interventions or programming change were reported. The patient had no consequences.